Manufacturer narrative:
G4: (B)(4) 2021. B4: (B)(4) 2021. The bench service engineer unable to confirm the issue; the standby mode was operating as required. The service engineer discussed with the product specialist, who reviewed the event log and recommended checking settings. No issues were found. During servicing, the service engineer found the top cover, front and rear bezels were cracked. These parts were replaced. The software was upgraded to 2.30. Ventilator controls and safety tests were conducted, and the unit was confirmed to be working. After this repair, the unit was confirmed to be operating within the manufacturer's specifications and was returned to the customer for patient use.

Event description:
The customer reported that the unit displayed an alarm message ¿disconnected from patient¿ and switched to standby mode automatically during patient ventilation. The customer reported that the unit was in use on the patient, but no patient harm was reported.